Event description:
Healthcare professional(hcp) reports a pt reaction with the first usage of the psn(polysynthane) membrane. Pt experienced the following symptoms 5 minutes into the hemodialysis treatment: itching, jumpy and thrashing in chair, hoarseness, edema to the throat, tongue, lower lip, fistula arm and back welts. Pt was treated with o2 at 2l, benadryl 50mg intravenously(IV), and solumedrol 75mg IV. Dialysis treatment was discontinued at the time of the event, and the blood was returned to the pt. Treatment was resumed with a cahp(cellulose diacetate) membrane. In addition, after 3.5 hours of treatment, the cahp dialyzer clotted off. Treatment was discontinued and pt was discharged in stable condition per hcp. Hcp noted the edema had decreased at the end of the treatment.